Event description:
Related manufacturer report number: 2017865-2024-72945. It was reported that the patient presented for in-clinic follow up. A device interrogation revealed that the right ventricular (rv) and right atrial (ra) leads exhibited noise. The patient was referred for lead extraction. Both the ra and rv leads were explanted and replaced. The patient was discharged.